Event description:
It was reported that the pt felt insufficiently informed and subjectively not satisfied with the result of the implantation. Therefore, she was explanted on (B)(6), 2011. She suffers from breast cancer and has to have mris periodically. Some time ago, she already underwent an MRI with the implant, but this was not the reason for the explantation. According to the surgeon, the implant was working properly.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a f/u report.